Event description:
The patient reported she experienced discomfort at the ipg site. Her ipg pocket site was located along her belt line and the waistband of her pants irritated her ipg. Subsequently, the patient underwent surgical intervention on (B)(6) 2014 where the ipg was relocated which resolved the reported issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.